Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; measured at approximately 20.0 mmol/l, but the cause of this was unknown. To address the high blood glucose level, the customer administered a correction bolus via the pump and was advised by technical support to consult their healthcare provider and to reach out again if further troubleshooting was necessary.